Manufacturer narrative:
Additional information received: the renal infarction was assessed by the sponsor as being probably related to the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the left renal infarction due to exclusion of accessory renal artery by stent graft has now been reported as unresolved and has resulted in permanent and adverse sequelae. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 49 mm diameter abdominal aortic aneurysm. Four heli-fx endoachors were also implanted as prophylactic. The aortic neck was 12 mm in length, 24 mm in diameter proximally, 27 mm in diameter 10 mm distal to renal, and 28 mm in diameter at the distal end with 20 degree angulation. There was 40 % localized thrombus at the seal zone that had 8 mm thickness. It was reported that a small left accessory renal artery was found to have been excluded by the stent graft and there was an infarct of the lower pole of the kidney. The investigator assessed this event as related to the device. The patient recovered with treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.